Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 23, 2007. This device has been requested, but has not yet been received. A follow-up report will be filed if additional information becomes available.

Event description:
The facility reports the device has a broken door handle, found after use. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.